Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The subject device was returned and evaluated. The suggested event of "device power button was found stuck" was confirmed and reproduced at the repair site. Based on the results of the investigation, it is likely that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, upon further investigation, it was confirmed there was a design change implemented as a resistance improvement of the power switch to mitigate damage. Devices shipped after november 26, 2013 are included within this design change. The subject device within this report was manufactured prior to the design change (reference h4).

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device power button was found stuck and the unit cannot be turned on. There was no patient involvement on this event reported. No user injury reported.